Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08dec2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported check vent led alarm while in use. The customer reported that the unit was in use on the patient, but no patient harm was reported. Although patient information was requested, no response was received from the customer. The customer contacted product support and reported that the issue had not been duplicated. The customer reported no significant errors in the logs. The product support advised the customer to perform a full pvt to help with the diagnosis. The customer reported he is going to run a full pvt. The customer request part ID for the power switch overlay in case the error comes back. There were no parts replaced. The customer advised that the case can be closed.